Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Thickness of flap was thinner than the recommended flap thickness the review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows two successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatments for left and right eye were finished successfully without any issue. The thickness of the flap was 110 ¿m that is thinner than the recommended flap thickness (130 ¿m).the user operated surgery within the recommended energy settings. No technical root cause could be identified. Clinical applications specialist (cas) was present during surgery and stated the patient had a large nose and a protuberant forehead and this made the docking very difficult. On the left eye we tried to do the docking three times. The docking wasn't perfect but it was the best possible for this patient and also it could be something regarding his corneal biomechanics. No technical root cause was identified as the product was found to be within specifications. Contributing factors are patients anatomy. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health care professional reported that the sidecut of the flap was incomplete during a lasik procedure. The cut was finished manually and the procedure was completed.